Event description:
The rn was preparing the continuous passive motion (cpm) machine for placement on a patient. She could not get it to work. When she reached down to unplug the machine, the plug was very hot and she burned her left index finger.